Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt experienced recurrent stress urinary incontinence and urge incontinence, recurrent cystocele, erosion, tape migration, chronic pain, scar tissue and trouble with bowel movements. An excision was performed.